Manufacturer narrative:
Info was received from a health professional who is not required to complete form 3500a. Eval summary: review of original and revision surgical reports provided indicates surgical technique was followed. No x-rays were received, so there was no evidence that the components were implanted with the correct fit and orientation as per the surgical technique. Pt factors that may affect the performance of the components such as bone quality, activity level, type of activity (low impact vs high impact) are unk. A definitive root cause cannot be determined with the info provided. Eval: review of the device history records did not find any deviations or anomalies. It is not suspected that the product failed to meet specs. The investigation could not verify or identify any evidence of product contribution to the reported problem. Based on the investigation, the need for corrective action is not indicated. Should add'l substantive info be received, the complaint will be reopened. Zimmer, inc considers the investigation closed.

Event description:
It is reported that the pt was revised due to osteolysis and loosening of the tibial component.